Event description:
Per the report received from brazil a 6900ptfx29 valve implanted in mitral position was explanted after an implant duration of five (5) years and seven (7) months due to calcification leading to severe stenosis and severe regurgitation. The patient presented with heart failure before the explant procedure. The procedure developed normally and a surgical valve was implanted in replacement. The patient was noted as to be in stable condition. Per product evaluation findings, heavy host tissue overgrowth was observed.

Manufacturer narrative:
Added information to section a1 (patient identifier), a3a. (Sex), b5 (describe event), d4 (serial number), d4 (expiration date), d6 (implant and explant dates), h3 (device evaluated by manufacturer), h4 (device manufacturer date) and h6 (type of investigation). Updated information in section h6(health effect - clinical code): the code "4580 - insufficient information" was replaced by "4446 - heart failure/congestive heart failure" and h6 (device code(s): the code "3190 - insufficient information" was replaced by "1077 - calcified" and "4001 - patient device interaction problem". Section e1 (telephone number): (B)(6). Sections d1 (brand name) and d4 (model number) were corrected. Customer report of regurgitation, calcification and stenosis was confirmed. X-ray demonstrated wireform intact and moderate calcification on leaflets 1 and 3 and minimal calcification of leaflet 2. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the outflow aspect. Leaflet 2 free margin was rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was moderate at inflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Suture holes were observed around the valve sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from brazil a 7300tfx valve implanted in unknown position was explanted after an unknown implant duration for unknown reasons. The procedure developed normally and a surgical bioprosthesis valve was implanted in replacement.

Manufacturer narrative:
Added information to section a4, b3, b6, h6 (component code, type of investigation, investigation findings and investigation conclusions). Corrected data: section d9 was completed. H11. Additional narrative/data: device history record (DHR) files for the affected device were reviewed and the device was found to meet all manufacturing specifications prior to release for distribution. No issues were identified that would have impacted this event. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. The most likely root cause is patient factors.